Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d4, g3, g6, h2, h3, h6, and h10. A review of the manufacturing documentation associated with lot f2311501 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the slit in the sealant of a 6f/7f mynx control vascular closure device (vcd) was cracked and the plug was exposed prior to the device going into the valve of the 6f cordis brite tip catheter sheath introducer (csi). The physician felt resistance and took the device out without deployment. It is unclear if the resistance with the sheath was due to the crack on the sealant sleeves. The physician felt resistance upon entering the device into the sheath, then withdrew the device, and could not be certain. A new unknown mynx control device was opened. There was no reported patient injury. The crack on the device was not noticed by the tech upon prepping of the device. The device was used in a peripheral angioplasty procedure. The user is mynx certified. There was no damage to the packaging of the device. The device was removed from the package as per the instructions for use (IFU). The device was supported through the valve of the sheath and proper technique was used. The mynx control device will be returned for evaluation; a non-sterile ¿mynx control vcd 6f/7f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 and button 2 were not depressed, the syringe and procedural sheath were not received for evaluation, and the stopcock was found opened. The sealant sleeve assembly was observed to have been severely kinked/bent outward as received; however, no cracks were observed. Additionally, the sealant sleeves were not fully covering the sealant. Dimensional analysis could not be performed on the returned device due to the severely kinked/bent sealant sleeve assembly condition. Without the return of the procedural sheath, a physical evaluation to determine whether there was damage to the procedural sheath that could have contributed to the reported complaint could not be made. An applicable lab sample sheath introducer was used to perform the insertion/withdrawal test with the returned product, and the mynx device was able to be inserted/advanced through the lab sheath introducer with some resistance felt per the sealant sleeve assembly condition. Also, a simulated deployment test was performed on the returned device per the mynx control IFU step 2: deploy sealant. Button 1 was able to be depressed to deploy the sealant with no resistance felt. No issues were noted with respect to button 1 deployment during the device failure investigation. The returned device performed as intended per the mynx control IFU. Visual inspection at high magnification showed that the sealant sleeve assembly was observed to have been severely kinked/bent outward as received; however, no cracks were observed. Additionally, the sealant sleeves were not fully covering the sealant. The product history record (phr) review of lot f2311501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant sleeves (cartridge assembly)-cracked¿ was not confirmed through analysis of the returned mynx control device since there were no cracks noted; however, a severe kinked/bent condition of the sleeves were noted. Additionally, the reported event of ¿mynx control system-impeded¿ was not confirmed through analysis with the lab sample sheath since it was able to be inserted, although resistance was felt due to the kinked sleeves. However, the reported event of ¿mynx control system-deployment difficulty-premature¿ was confirmed due to the exposed sealant from the kinked sleeves. The exact cause of the observed conditions and issues experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors, and/or the condition of the sheath (although not returned) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the mynx control IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ based on the phr review, the product analysis, and information available for review, there is no indication to suggest that the reported failures could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The product history review is expected but has not been completed. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the slit in the sealant of a 6f/7f mynx control vascular closure device (vcd) was cracked and the plug was exposed prior to the device going into the valve of the 6f cordis brite tip catheter sheath introducer (csi). The physician felt resistance and took the device out without deployment. It is unclear if the resistance with the sheath was due to the crack on the sealant sleeve. The physician felt resistance upon entering the device into the sheath and withdrew the device and cannot be certain. A new unknown mynx control device was opened. There was no reported patient injury. The crack on the device was not noticed by the tech upon prepping of the device. The device was used in a peripheral angioplasty procedure. The user is mynx certified. There was no damage to the packaging of the device. The device was removed from the package as per the instructions for use (IFU). The device was supported through the valve of the sheath and proper technique was used. The mynx control device will be returned for evaluation; the concomitant brite tip sheath will not be returned for analysis.